Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. At the time of onset of peritonitis, the patient was already hospitalized for an unrelated indication. It was not reported if hospitalization was prolonged for the peritonitis event. The cause of peritonitis was reportedly waterborne and further described as the patient having rusty water; however, the cause is unknown as no breach of the sterile pathway was reported. The patient was treated with cefepime (intraperitoneal, dose and frequency not reported, duration not reported but ongoing at the time of this report) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.